Manufacturer narrative:
Date sent: 04/06/2009. Eval summary: the unit was rec'd at the int'l service center. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables. Parts replaced that were not related to the customer complaint were fastening materials. Shroud and firing mechanical assembly. Mechanical upgrades were completed. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the unit was sent for repair because the needle had been blocked. It was not noted if the issue occurred during a procedure. No pt consequence was reported. No further info is available.